Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2016, intra-op, that during insertion and inflation of kyphoplasty balloons, the balloons were punctured and markers tips from ends of balloon devices were left in patient. Marker left embedded in the vertebral body. The product came in contact with the patient. Patient complication were unknown.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2016 patient underwent balloon kyphoplasty. Intra-op, during insertion and inflation of kyphoplasty balloons, the balloons were punctured and marker's tips from ends of balloon devices were left in patient. Marker left embedded in the vertebral body. The product came in contact with the patient. Patient complication were unknown.